Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was not reported. The patient was hospitalized and was treated with amikacin (intraperitoneal) at the earlier stage of treatment and another unspecified drug for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.